Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Initial reporter contact name - unknown.

Manufacturer narrative:
Third party analysis was conducted and showed in the CT scan, the cup inclination angle was measured at 59 degrees with an anteversion angle of 36 degrees. Biomet's applicable surgical technique recommends a cup inclination angle of 45 degrees with an anteversion angle of 20 degrees. It was also noted that there was a mass/fluid in the iliacus muscle. Reference is also made to the IFU (IFU: 5401000219 (biomet recap total hip resurfacing system) which states in the warnings section: ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure.¿ on a provided radiograph 4mm hip stem migration was noted. A migrating hip stem will not affect cup position, but it will affect the biomechanics of the joint. The main effects are reduced offset and shortening. These conditions make it likely that there will be impingement, micro separation and subluxation of the bearing under normal loading conditions. All of these will cause abnormal loading and risk of excessive wear. With respect to the subluxation, reference is made to the IFU (reference is made to the IFU (IFU: 5401000219 (biomet recap total hip resurfacing system) which states in the possible adverse effects section: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ due to insufficient data the existence of the pseudotumor could not be confirmed and its cause could not be identified. However, the malpositioning of the acetabular system and the migrating hip stem could have caused or contributed to the reported clinical outcome. A review of the manufacturing history records confirms no abnormalities or deviations reported.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent left resurfacing hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2013 due to unknown reasons.

Event description:
It was reported that the patient underwent a left hip replacement on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2013 due to an unknown reason. No further information has been received.